Event description:
It was reported that they could not hear the final tone for the advanced hemostasis and the pad had come off of the device during a total lap hysterectomy. Customer retrieved the pad through the trocar and procedure completed using a second device. No patient consequences. Device to be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.